Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The set up joint (suj) unit was analyzed, and the reported failure was confirmed through the system event logs review. The error was also replicated on an in-house system during testing. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted salpingo-oophorectomy procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that a repeated occurrence of 23072 on the universal surgical manipulator 1 (usm). The system logs confirmed the reoccurrence of 23072. The customer had power cycled the system multiple times and the error reoccurred. The isi tse recommended selecting disable usm 1 and then recovering fault. The system completed the power up with the remaining three arms. The customer indicated they would continue with three arms. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the robotic coordinated stated the initial setup was 3 arm procedure. After disabling arm 1 and recovering from the fault. The case was completed with arm 2, 3, and 4 with arm 1 being docked.

Manufacturer narrative:
Based on the claim against the product by the customer noting repeated recoverable fault 23072 an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the set up joint (suj). The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered a reportable event due to the following conclusion: an usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.